Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. E3 - initial reporter occupation unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that with the device the heating alarm occurred twice. There was known patient involvement, and no patient harmed reported

Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device was returned for evaluation. The reported event was not reproduced. The device functioned normally. The cause is unknown as it did not recur. It is possible that air got into the disposable and the circulating water did not circulate, however this could not be confirmed. No action was taken as the device passed all functional tests. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.